Event description:
Ous MDR - after an implantation time of about 2 months, it was reported that, during the revision of the lead due to a dislodgement, no extension of the helix could be detected when the lead was fixated. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.